Manufacturer narrative:
It was reported the innova antigen tests were positive, and tests completed at the medical clinic was negative. No additional information was provided. A review of manufacturing route sheets could not be performed as no lot number was provided or obtained through complaint investigation follow-up. User handling may have contributed to the event. Possible contributing factors of a false positive result are: excess protein was brought in during sampling or the sample was too viscous; if there is a break in the oral or nasal cavity at the time of sampling, resulting in blood in the sample; if using a flashlight to view the results, shadows may be produced due to different lighting or angles, resulting I false positive results. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. The reported event could not be confirmed.

Event description:
It was reported the innova antigen tests were positive, and tests completed at the medical clinic was negative. Further information noted the patient had one lateral flow test and the spouse had two and all three presented with a positive result. As a result of the positive test result, testing was required at a medical clinic and each tested negative for covid-19. Flow tests result is positive, but the pcr tests result is negative. Additional information for product-specific information and complete complaint details was requested; however unsuccessful at such time as no response to the attempts was provided. Two patients are associated with this event.